Event description:
The nurse reported a posterior capsule tear occurred and then the anterior vitrectomy probe would not connect to the system. The nurse was able to get the anterior vitrectomy probe connected and the anterior vitrectomy was completed. The pt's post-operative status is good.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The company service representative found the staff was trying to use the anterior vitrectomy probe for a different model system and that is why the probe would not connect to the system. The company service representative replaced the solenoids and cpc connector as a preventive measure and scrapped the parts in the field. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.